Event description:
It was reported that, during tha these reamers were very dull.

Manufacturer narrative:
Device MFR date for lot# v2010143: 07/27/2011. When completed, the eval summary will be submitted in a supplemental report.